Manufacturer narrative:
It is unknown when the plate began fracturing therefore event date could not be determined. (B)(4). Reference exemption number e2017029.

Event description:
Patient complained of mobility of the maxilla after initial surgery (elective orthognathic surgery) and upon x-ray examination, a broken plate was identified. Surgeon was planning a revision due to patient having a class I occlusion following first surgery and suspects this caused the plate to break. Patient did not hear or feel plate breaking and was compliant according to the surgeon.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics and data analysis as no device was returned for evaluation. The complaint percentage was calculated and determined that the complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.